Event description:
The customer reported that the remote user interface joystick was not working, thereby completely losing motorized movement. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The joystick needs to be replaced. No nonocclusion can be drawn as repair information is unavailable and no additional service information was provided.